Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer's blood glucose (bg) was 33 mmol/l and ketones were present. Cause was not known. Customer went to the emergency room (ER). Healthcare provider identified ketones as dangerous. Customer was treated with intravenous fluids of saline and insulin. Elevated bg/ketones resolved with no injury. On the same day, after 12 hours, customer was discharged from the ER. Caller declined technical support's offer to perform a pump system check. No further assistance was required.